Event description:
Same case as MDR ID #2134265-2013-04810 and MDR ID #2134265-2013-04811. It was reported that during angioplasty procedure, motor drive unit did not performed automatic pullback. The 75% stenosed lesion was located at left anterior ascending with moderate tortuosity and mild calcification. The ilab instl system 240v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during the procedure motor drive unit failed to performed automatic pullback and manual pullback was attempted for two times and it was successful. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).